Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected. Difficulty was noted loading the device and then while positioning the device it twisted. The device was replaced with a 25mm cribiform occluder to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
An event of difficulty loading the device and the device twisting during positioning was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.